Event description:
Rptr stated that caller from facility stated that he wanted to exchange the unit for another one. The rptr then asked for details of what had occurred and the caller said he did not have any details, he just wants the unit exchanged. Rptr asked if he could speak with someone who had the details and was told that the person he needed to speak with was on vacation. Rptr then asked if caller would speak with personnel and have someone call with add'l info. The unit was sent to product svcs for eval. It is not known if there has been pt involvement. F/u: caller from facility told rptr he had learned that a bag of tpn compounded on the unit and to infuse over 24 hrs had run out 4.5 hrs early. The unit is calibrated daily and is programmed manually. There were no alarms and no disturbances to the final bag as far as he has been able to determine. Caller stated no adverse events had been recorded for the adult pt involved. The IV infusion pump was checked out and determined to have been correctly programmed and to have operated correctly, according to the caller.